Event description:
It was reported that the packaging of the product has allegedly gotten wet. It was reported that when attempting to open the package, it was stuck together.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.